Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion containing an acute bend was located in the heavy calcified right coronary artery (rca). A 2.75x38mm promus element¿ plus rug-eluting stent was advanced but failed to cross the lesion. It was noted that the shaft was broken. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.